Manufacturer narrative:
The permanent cautery hook instrument will not be returned to isi for failure analysis, per hospital policy the customer will be keeping the instrument. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the permanent cautery hook instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, while cauterizing the vaginal cuff, a "piece of amber color plastic" from the permanent cautery hook instrument broke off and fell inside the patient. The broken fragment was retrieved during the same procedure with an unspecified laparoscopic grasper instrument. The customer confirmed that per hospital policy, the instrument would not be returned to isi for failure analysis. There was no report of patient harm, adverse outcome or injury. Isi made multiple follow up attempts to obtain additional information regarding the reported event, however, no additional information has been obtained as of date of this report.